Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer plugged the pump into a power source, the pump did not recognize the power source. Troubleshooting with tandem technical support was performed. A replacement usb cable was sent to the customer. There was no reported impact to the customer's blood glucose level. Reportedly, the replacement cable fixed the issue.